Event description:
Customer alleged a problem with several patient samples that initially gave high results for creatinine which gave normal values when repeated. The total number of patient samples affected was not provided. Only the following patient sample with discrepant creatinine results was provided. The initial result run from a cobas cup was 2.27 mg/dl. The doctor questioned the result as the patient had no creatinine history and requested the sample be rerun. The rerun result for this sample was 0.84 mg/dl. The customer said the patient did not receive the result and the doctor recognized the falsely elevated result. The creatinine reagent lot number was not provided. Investigation is on-going.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
According to the investigation, reagent carry over was assumed to be the reason for the high creatinine result. No detailed data regarding pre- analytics or patient data was provided. It was recommended a field service representative perform and check the fluidic system, replace the reagent probe, and check maintenance status of the analyzer. If the issue recurs , and extra wash cycle should be installed on the analyzer. No adverse events were reported by the customer.